Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 20, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of the receiver/stimulator (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 13, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin flap breakdown resulting in skin necrosis around the implant site (specific date not reported). Subsequently, the patient was treated with oral, IV and topical antibiotics (duration not reported). This report is submitted on august, 15, 2022.